Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped. This event occurred on (B)(6) 2024. This event occurred after three hours of insertion. Insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.